Event description:
It was reported via repair work order that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to the power cord being damaged.

Manufacturer narrative:
Follow-up submitted with evaluation results. Customer replaced the power cord themselves to resolve the issue.